Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was not returned for evaluation. A photo and two video files were returned for evaluation. The photo was taken from a monitor, showing a CT-angiogram of the femoral arteries. The video files are showing the deployment process of the stents. Based on the photos and video files provided the alleged stent fractures respectively ruptures within the stents could not be verified. Therefore, based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. A definitive root cause could not be determined based upon the available information. Labeling review: relevant labeling for this product was reviewed. Correct use and handling of the device was found sufficiently described. The instructions for use states: "confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position." Regarding preparation the instructions for use states: "predilation of the lesion should be performed using standard techniques." And "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035inch (0.89 mm) diameter guidewire of appropriate length (...)." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post stent placement in the distal end of superficial femoral artery, the stent was allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. A photo and two video files were provided for review. The photo was taken from a monitor, showing a CT-angiogram of the femoral arteries. The video files are showing the deployment process of the stents. Based on the photos and video files provided the alleged stent fractures respectively ruptures within the stents could not be verified. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling for this product was reviewed. Correct use and handling of the device was found sufficiently described. The instruction for use states: "confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position." Regarding preparation the instruction for use states: "predilation of the lesion should be performed using standard techniques." And "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035inch (0.89 mm) diameter guidewire of appropriate length (...)." H10: d4 (expiration date: 10/2023), g3.h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post stent placement in the distal end of the superficial femoral artery, the stent allegedly ruptured. Furthermore, the patient was hospitalized due to lower extremity pain, and a radiographic examination showed a filling defect in the stent. Reportedly, the surgeon performed thrombus aspiration, and an additional stent was placed in the patient. The patient was stable now.

Manufacturer narrative:
H10: additional information received at 04-aug-2023, mentioning that the doa was (B)(6) 2023. H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post stent placement in the distal end of the superficial femoral artery, the stent allegedly ruptured. Furthermore, the patient was hospitalized due to lower extremity pain, and a radiographic examination showed a filling defect in the stent. Reportedly, the surgeon performed thrombus aspiration, and an additional stent was placed in the patient. The patient was stable now.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and videos were provided for review. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported that sometime post stent placement in the distal end of superficial femoral artery, the stent was allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.